Event description:
It was reported that the device had elective replacement indicator (eri) with low battery voltage and high battery impedance. Device will be explanted and replaced. It was also reported that both leads had no capture and low impedance. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4024 lead, implanted: unknown. (B)(4).